Event description:
A medtronic representative reported a site precision aiming device that does not lock properly. The device is reported to be worn. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Device lot# and mfg date now provided. Analysis of suspect biopsy guide completed. As reported, the device is difficult to lock down at the base. In addition, the biopsy guide assembly is loose on the pivot pin with rust apparent between the assembly and the rotator arm assembly. Mechanical malfunction will not tighten. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.